Event description:
No product problem was noted during bypass. The case was completed with no consequence to the pt. While coming off bypass, poor product performance was noted when foaming was seen in the unit. The hcp electively replaced the unit following completion of the case with no affect to the pt.